Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is:(B)(4).

Event description:
A physician reported that the patient was developed with diffuse lamellar keratitis in the left eye after surgery. The surgeon kept the patient on a steroid regiment longer and the diffuse lamellar keratitis was cleared up. There are multiple related reports for this reported event. This report addresses the patient initials, tb for the left eye, and additional manufacturer reports will be filed for the other patients.

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: system was successfully verified after the surgery date. The review of logfile for the day of treatment shows all system functions were within specifications. The vacuum check, the energy check and the ablation check were performed successfully without issues. The energy was stable during the whole day. The logfile shows four successfully performed treatments. The reported treatments could be identified in the logfile. The logfile shows that the beam control check was performed about one minute and fifty-six seconds before the start of the treatment and not immediately before the treatment. The treatment of the patient's right eye was finished successfully without any issue. No relevant deviation between planned and performed energy is detectable for the reported treatment. The user operated within the recommended energy settings. The thickness of the flap was thinner than the recommended flap thickness. The logfile shows that the beam control check was performed about one minutes and eight seconds before the start of the treatment and not immediately before the treatment. The treatment of the patient's left eye was finished successfully without any issue. No relevant deviation between planned and performed energy is detectable for the reported treatment. The user operated within the recommended energy settings. The thickness of the flap was thinner than the recommended flap thickness. The company representative provided additional information pertinent to the case reported. The company representative talked to doctor and helped provide some additional pointers to help keep the or environment cleaner: use betadine swabs to clean the lids and lashes, use tegaderm drapes on the lashes prior to inserting the lid speculum, clean the bed and surfaces between patients and the surgeon use gloves on the system. Surgeon also decided to add flushing the eye with balanced salt solution prior to lifting the flap. Review of the logfiles for the treatment day shows no relevant warning or error messages. No technical root cause could be identified. The system was working within specification. No technical root cause was identified as the product was found to be within specifications. The contributing factors of diffuse lamellar keratitis could be sterilization of instruments, surgical techniques, pre and post-operative medications. 0. The manufacturer internal reference number is: (B)(4).